Manufacturer narrative:
B5, e1, h2, h10 field change. Product investigation completed. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which urethral erosion was noted, however the physician did not consider the device caused it, instead it was due to atrophy. During the procedure fluid loss was also noted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure erosion and fluid loss were noted. No information was provided about the patient's outcome. The patient experienced recurring incontinence leading to the procedure. Urethral erosion was noticed during operation, however the physician did not consider the device caused it, instead it was due to atrophy.